Manufacturer narrative:
(B)(4). Date sent: 3/3/2021. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. The device was received with a cut in the insulation at the distal end, exposing the electrode surface. In addition, the insulation was not detached as reported. It should be noted that product failure is multifactorial. The most likely cause of this damage is a result of the application of excessive mechanical forces such as contact with other instruments or objects that damage the edge of the insulation. For instance, contact with a sharp edge on the trocar during insertion or removal may cut or slice the insulation. Subsequent use contributes to the continued ¿splitting¿.

Manufacturer narrative:
(B)(4). Date sent: 2/10/2021. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information provided: the lot # is unknown. The electrode plastic coating tore/melted, exposing the hook electrode. The surgeon noticed a black sheath pulling away from the hook and removed the item from the surgical field.

Event description:
It was reported that during a laparoscopic cholecystectomy the device melted very quickly. Unknown as to how the procedure was completed. There were no adverse consequences for the patient.